Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had a bad stomachache due to high blood glucose. Customer's blood glucose was 300 mg/dl. Customer's blood glucose at time of call was 395 mg/dl. After troubleshooting, customer will not be returning the device for analysis.